Event description:
A malfunction was reported. The complaint highlighted that the device showed malfunction 12-0x2071 and required resetting, although this was the first report of such incidents from the user despite experiencing the issue multiple times. There was no information provided regarding the customer¿s blood glucose level at the time of the event. As the pump was under warranty, it was replaced, and the customer received instructions on returning the faulty pump. The customer declined to disclose their backup insulin delivery method.